Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 29-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("marked pelvic pain") and renal cancer ("kidney cancer") in a female patient who had essure (batch no. C26956) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain ("major abdominal pain / abdominal pain") and dizziness ("dizziness"). In 2015, the patient experienced renal cyst ("cyst on left kidney"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal cancer (seriousness criterion medically significant), fatigue ("major fatigue"), memory impairment ("memory disturbances"), visual impairment ("visual disturbances"), speech disorder ("speech problem"), inflammatory marker increased ("blood tests found major unexplained inflammation"), back pain ("back ache"), musculoskeletal pain ("muscle and joint pain"), gastrointestinal disorder ("abdominal variations"), abdominal distension ("bloating"), headache ("headaches"), dyspnoea ("shortness of breath") and urticaria ("urticaria on hands and feet ") with pruritus. The patient was treated with ultracet (ixprim), paracetamol (doliprane), tramadol, co-dafalgan (klipal), surgery (removal of inserts on (B)(6) 2017) and surgery (total expanded nephrectomy of left kidney in (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, renal cancer, abdominal pain, dizziness, renal cyst, fatigue, memory impairment, visual impairment, speech disorder, inflammatory marker increased, back pain, musculoskeletal pain, gastrointestinal disorder, abdominal distension, headache, dyspnoea and urticaria outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, dizziness, dyspnoea, fatigue, gastrointestinal disorder, headache, inflammatory marker increased, memory impairment, musculoskeletal pain, pelvic pain, renal cancer, renal cyst, speech disorder, urticaria and visual impairment with essure. The reporter commented: placement of inserts in june 2014. Three weeks later, tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2015: cysts on left kidney pelvic MRI, consultations with general practitioner, dermatologist, ophthalmologist and gynaecologist, blood test, electrocardiogram, echocardiography. Most recent follow-up information incorporated above includes: on 29-aug-2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.593 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1707439) on 09-aug-2017. The most recent information was received on 18-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('marked pelvic pain') in an adult female patient who had essure (batch no. C26956) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal cancer in 2020, nephrectomy in (B)(6) 2016 and nickel sensitivity (a probable contact allergy to nickel (costume jewelry and jeans button).). In 2014, the patient experienced abdominal pain ("major abdominal pain / abdominal pain") and dizziness ("dizziness"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("left tube catheterization impossible and the procedure was stopped/ essure failure"). In 2015, the patient experienced renal cyst ("cyst on left kidney"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("major fatigue"), memory impairment ("memory disturbances"), visual impairment ("visual disturbances"), speech disorder ("speech problem"), back pain ("back ache"), musculoskeletal pain ("muscle and joint pain"), gastrointestinal disorder ("abdominal variations"), abdominal distension ("bloating"), headache ("headaches"), dyspnoea ("shortness of breath") and urticaria ("urticaria on hands and feet ") with pruritus and was found to have inflammatory marker increased ("blood tests found major unexplained inflammation"). The patient was treated with co-dafalgan (klipal), paracetamol (doliprane), paracetamol;tramadol hydrochloride (ixprim), tramadol and surgery (essure removal on (B)(6) 2019 by bilateral retrograde salpingectomy by coagulation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dizziness, renal cyst, fatigue, memory impairment, visual impairment, speech disorder, inflammatory marker increased, back pain, musculoskeletal pain, gastrointestinal disorder, abdominal distension, headache, dyspnoea, urticaria and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, complication of device insertion, dizziness, dyspnoea, fatigue, gastrointestinal disorder, headache, inflammatory marker increased, memory impairment, musculoskeletal pain, pelvic pain, renal cyst, speech disorder, urticaria and visual impairment with essure. The reporter commented: placement of inserts in (B)(6) 2014. Three weeks later, tubal ligation. Consumer indicates a probable contact allergy to nickel (costume jewelry and jeans button). Pelvic MRI, consultations with general practitioner, dermatologist, ophthalmologist and gynaecologist, blood test, electrocardiogram, echocardiography were performed. During essure removal procedure was found the clips on the tubes, bilateral retrograde salpingectomy by coagulation - section of the mesosalpinx of the tubes. On the right, extraction of all essure material. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2015: results: cysts on left kidney. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2020: medical history, full date implanted and the event complication of device insertion was added. The event renal cancer was deleted and condition was added as medical history. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 09-aug-2017. The most recent information was received on 01-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('marked pelvic pain') in an adult female patient who had essure (batch no. C26956) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal cancer in 2020, nephrectomy in (B)(6) 2016 and nickel sensitivity (a probable contact allergy to nickel (costume jewelry and jeans button).). In 2014, the patient experienced abdominal pain ("major abdominal pain / abdominal pain") and dizziness ("dizziness"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("left tube catheterization impossible and the procedure was stopped/ essure failure"). In 2015, the patient experienced renal cyst ("cyst on left kidney"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("major fatigue"), memory impairment ("memory disturbances"), visual impairment ("visual disturbances"), speech disorder ("speech problem"), back pain ("back ache"), musculoskeletal pain ("muscle and joint pain"), gastrointestinal disorder ("abdominal variations"), abdominal distension ("bloating"), headache ("headaches"), dyspnoea ("shortness of breath") and urticaria ("urticaria on hands and feet ") with pruritus and was found to have inflammatory marker increased ("blood tests found major unexplained inflammation"). The patient was treated with codeine phosphate;paracetamol (klipal), paracetamol (doliprane), paracetamol;tramadol hydrochloride (ixprim), tramadol and surgery (essure removal on (B)(6) 2019 by bilateral retrograde salpingectomy by coagulation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dizziness, renal cyst, fatigue, memory impairment, visual impairment, speech disorder, inflammatory marker increased, back pain, musculoskeletal pain, gastrointestinal disorder, abdominal distension, headache, dyspnoea, urticaria and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, complication of device insertion, dizziness, dyspnoea, fatigue, gastrointestinal disorder, headache, inflammatory marker increased, memory impairment, musculoskeletal pain, pelvic pain, renal cyst, speech disorder, urticaria and visual impairment with essure. The reporter commented: placement of inserts in (B)(6) 2014. Three weeks later, tubal ligation. Consumer indicates a probable contact allergy to nickel (costume jewelry and jeans button). Pelvic MRI, consultations with general practitioner, dermatologist, ophthalmologist and gynaecologist, blood test, electrocardiogram, echocardiography were performed. During essure removal procedure was found the clips on the tubes, bilateral retrograde salpingectomy by coagulation - section of the mesosalpinx of the tubes. On the right, extraction of all essure material. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2015: results: cysts on left kidney. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("marked pelvic pain") and renal cancer ("kidney cancer") in a female patient who had essure (batch no. C26956) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain ("major abdominal pain / abdominal pain") and dizziness ("dizziness"). In 2015, the patient experienced renal cyst ("cyst on left kidney"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal cancer (seriousness criterion medically significant), fatigue ("major fatigue"), memory impairment ("memory disturbances"), visual impairment ("visual disturbances"), speech disorder ("speech problem"), inflammation ("blood tests found major unexplained inflammation"), back pain ("back ache"), musculoskeletal pain ("muscle and joint pain"), gastrointestinal disorder ("abdominal variations"), abdominal distension ("bloating"), headache ("headaches"), dyspnoea ("shortness of breath") and urticaria ("urticaria on hands and feet ") with pruritus. The patient was treated with ultracet (ixprim), paracetamol (doliprane), tramadol, co-dafalgan (klipal), surgery (removal of inserts on (B)(6) 2017) and surgery (total expanded nephrectomy of left kidney in (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, renal cancer, abdominal pain, dizziness, renal cyst, fatigue, memory impairment, visual impairment, speech disorder, inflammation, back pain, musculoskeletal pain, gastrointestinal disorder, abdominal distension, headache, dyspnoea and urticaria outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, dizziness, dyspnoea, fatigue, gastrointestinal disorder, headache, inflammation, memory impairment, musculoskeletal pain, pelvic pain, renal cancer, renal cyst, speech disorder, urticaria and visual impairment with essure. The reporter commented: placement of inserts in (B)(6) 2014. Three weeks later, tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2015: cysts on left kidney. Pelvic MRI, consultations with general practitioner, dermatologist, ophthalmologist and gynaecologist, blood test, electrocardiogram, echocardiography. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.469 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.